Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow up report will be sent to the FDA.

Event description:
Philips received a report from a customer that the ceiling suspension movements are considered very heavy which resulted in a radiographer's back pain after using the system all day long.